Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The outer shaft showed buckling/damage at the nosecone. The remainder of the shaft showed multiple kinks. The middle shaft and the inner shaft were completely separated from the handle. There were also multiple kinks in the middle shaft and the inner shaft. The pull handle was deployed. The stent was not returned inside of the device. The guidewire was not returned with the device. With the shaft damage present the customer may have experienced an indication of a froze or sticky wire in the guidewire lumen. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter froze on the wire and the catheter shaft detached. The target lesion was located in the left superficial femoral artery. A 7 x 200 x 130 innova¿ stent was advanced and implanted. Upon removal of the stent delivery system, the physician had to give it a tug as it appeared to stick on the non-bsc guidewire near the sheath hub or in the sheath. The inner lumen of the innova broke off and remained on the wire. The physician used a forceps to grab the inner lumen and successfully removed it over the wire. Wire access was maintained and the same wire was used to finish the case. No patient complications were reported and the patient status was fine.